Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device exhibited fluid loss. Upon removal, a hole was identified in the reservoir tubing. All components were removed and replaced. There were no further complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported fluid loss and hole in tubing, as product analysis identified bulges in one cylinder and a leak in a kink resistant tubing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) to the cylinder was fatigue and worn down to the filament; leak was present. The pump was functional tested and performed within specification. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 has bulges with separation of fabric threads in the cylinder body when inflated with syringe; no leaks were found. Cylinder 1 was not pressure tested due to that bulge was identified. The krt of cylinder 2 was worn down to the filament. Cylinder 2 passed all tests performed. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device exhibited fluid loss. Upon removal, a hole was identified in the reservoir tubing. All components were removed and replaced. There were no further complications.